Event description:
During a cholecystectomy procedure, scissoring clips occurred from 1st firing to 4th firing. The procedure was complete with the same device, as it fired properly after the 4th firing. There was no pt consequence.